Event description:
The hcp reported that the device was explanted due to "not infusing." The hcp had noted at last two refills that 18 ml of drug were aspirated. He decided to check catheter and pump connection. When he explanted the pump he realized that the catheter access port was detached from the pump body. The device was being used for intrathecal chemotherapy; drug used-baclofen. The device was replaced with a similar device.